Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. The product was not returned to datascope for evaluation. The balloon was successfully used.

Event description:
Patient's current status: unk - rpt'd 10/4/96.